Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported the unit alarmed, power supply and other failures. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 24jun2020, b4: 24jun2020. The customer indicated they had a device alarm of 35v (volt) power failure and the unit stopped. The unit is located at a military hospital, and engineers can not enter the hospital. The customer did not approve the repair and decided not to fix the unit so a complete evaluation could not be performed. No additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.